Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller¿s blue led blinks six times, and then it is blinking with the flight mode button; then, reboot after that the blue led blinks two times and the cycle repeats with six blinks again. No patient harm has been reported.

Manufacturer narrative:
Upon further review of the complaint file the issue aic - impella connect - module/other issues was considered to be non-reportable. The event reported did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of heath or death if it were to reoccur. The issue was found outside of patient use. No intervention/routine intervention (not including pump removal) required, no/limited potential for adverse impact to patient. Thus, manufacturer device report 1220648-2024-13070 was submitted in error.